Event description:
Additional information received reported that the patient did not feel stimulation ¿like [the patient] normally did.¿ the patient noted that there was more muscle spasms and more stimulation in their hand and the stimulation was not ¿nicely dispersed.¿ there were no falls or trauma reported. It was noted that the issue began a couple days prior to report. The patient was redirected to the healthcare professional (hcp). On (B)(6) 2013, (B)(4): it was further reported that the patient was not receiving ¿good stimulation¿ on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37743, serial #: (B)(4), product type: programmer, patient. Product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no alleged product issues. It was noted that the patient reported a loss of stimulation and therapeutic effect. It was noted that no action was required as a result of the event. It was noted that impedance testing, x-rays, and reprogramming was attempted. It was noted that the neurosurgeon confirmed that the lead placement was the same as original implant with no migration. It was noted that impedance was all within normal range as were all other system parameters. It was noted that the patient's status at the time of report was alive with no injury. It was noted that the patient was implanted with a surgical lead for reflex sympathetic dystrophy (rsd) of the left arm. It was noted that the patient had excellent coverage for several months post operatively. It was noted that the coverage was no longer in the same area and was no longer helping with the patient's pain. It was noted that the patient experienced "cramping" in the left arm when the device was on, but also reported that this as part of the patient's normal pain pattern. It was noted that the neurosurgeon could not see an identifiable reason for the current symptoms or changes in coverage. It was noted that the device was reprogrammed but they were not able to achieve the same coverage as they had after the lead was implanted. It was noted that the patient was undergoing treatment for rsd with her pain management physician. It was noted thatthe patient's pain management physician wanted to try procedures to control the patient's rsd pain and then try additional programming at the end of march. Additional information was rquested but was not available as of the date of this report.

Event description:
Additional information received from the patient reported that the patient did not have an infection. A manufacturing representative (rep) was going to run an impedance check on (B)(6) 2015. Then a doctor and the rep were going to look under fluoroscopy and see if the leads had moved. They were going to compare it to previous films and probably show it to the neurosurgeon who placed the paddle lead. 2 days later the rep reported that regarding the patient's complaint regarding stimulation with the generator off, the rep confirmed that all programs were set at zero and the generator was off. The rep ran an impedance check and all impedances were normal range. He also eliminated all programs on the battery to further assure the patient that it could not deliver stimulation. The patient was going to pursue treatment options for her new complex regional pain syndrome (crps) symptoms with her provider. The physician would notify the reps if he would think it would be appropriate for them to turn the stimulator on at a future date. There was no issue with the device at this time.

Event description:
Additional information received reported that there were no malfunctions, impedance problems or detectable migration of the lead or implantable neurostimulator (ins). The patient was currently undergoing a series of treatments with their pain management healthcare professional (hcp) which hopefully would allow for future programming to establish coverage. The patient was instructed by their pain management hcp to leave the device off in order to assess the efficacy of current treatment program for rsd. The suspicion was that scar tissue may be affecting the paresthesia.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient developed a new type of complex regional pain syndrome (rsd) in their hands. The patient had ketamine and lidocaine treatments that helped their hands. They developed different kinds of rsd in their hands, ketamine and lidocaine treatments, and had "blocks" done in 2015. Since the treatments while stimulation was turned off, the following occurred. Their fingertips felt like they did when stimulation was on, even though it was off. The patient spoke with the manufacturer representative (rep). The patient noted the tingling got worse when they drove or were in certain positions. The tingling in their fingers got worse when driving and charging the implantable neurostimulator (ins). The feeling changed with their positional changes. They felt stimulation in their fingertips even though stimulation was of in 2015. The patient took "loritab" but that didn't help. They also mentioned taking "mannitol". The patient had pain in their face due to a concussion, rsd, and possibly tmj. They wanted to do an MRI. The patient regretted getting the device. They had a concussion and facial/ear rsd, possibly tmj in 2014. The tingling in the fingers worsened while charging the ins on (B)(6) 2015. It was reported that the patient had an infection. The rsd was spreading across their hands and face. It was reviewed the patient symptoms sounded like disease progression. It was reviewed that an implantable neurostimulator (ins) explant could rule out stimulation. They had an infection which turned into rsd in 2015. The infection was not related to the device that was a separate issue. The patient had a lot of problems. The patient was being seen and treated. The manufacturer representative believed the patient was coming up the following week or the week after to see the healthcare provider. The rep would see the patient at that point and do a compete assessment of the system. The infection is not in any way related to the device or any claim that it is. The rep would see the patient in a couple of weeks and assess the system. It was reported that there was a loss of therapeutic effect shortly after implant. Stimulation stopped working for symptom management four months after implant. The patient regretted getting the device. The patient reported that she met with her pain management health care provider and medical device representative to determine if the device had moved. Fluoroscopy images were taken and the healthcare provider who implanted the device felt as though the device did not move. It was further reported that the device just stopped working four months after the paddle lead was implanted and that they could not get stimulation where it was needed. The patient was having severe stimulation in her fingers when the device was off. When troubleshooting the issue, and trying to get the device to work previously, the patient felt severe pain. If additional information is received, a follow up report will be sent out. Some of the information in this report was previously reported in manufacturer's regulatory report # 3004209178-2015-12829. Any additional information pertaining to this event will be reported under this regulatory report number.